Event description:
On (B)(4) 2013, it was reported that the up and down buttons on the patient's infusion device were only functioning intermittently and the rubber covering the buttons appeared to be worn out. No physiological defects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The up and down button passed the optical and functional investigation successful and meet the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The softcomponents of the housing are worn down and restricted handling of the pump is a possible implication. The problem mentioned by the customer could not be reproduced.